Event description:
Customer reported receiving no delivery and motor error alarms. She stated that she received the motor error alarm during a prime. The customer also stated her insulin pump was making a strange noise. Customer's blood glucose was 89 mg/dl. The customer was able to clear the alarm and rewind her insulin pump. She stated after rewinding her insulin pump, she received another motor error alarm. The customer could not recall any significant events leading to the alarms. The customer then stated she was unable to rewind her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had a cracked display window, scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.